Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown when pain or non-union bagan. Additional product code: hwc. This report is for unknown drill bits/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant & explant dates are unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported at (B)(6) hospital surgeon has had 2 x va ankle cases, where the bone has healed and the 2.7mm screws have broken. Several of the screw heads have broke before removal and the screws have been over-reamed and will be removed. The screws snapped continuously down the shaft as they were gripped to be removed, as they needed to be over reamed the whole length of the screw. All of the patients were young, healed and sclerotic. Additional information provided by the product specialist (B)(6) 2018. Va lcp anterolateral distal tibia plate (02.118.212) and va lcp distal medial tibia plate (02.118.014). 2.7 va lcp locking screws in longer lengths (02.211.040 ¿ 02.211.060). Looks like a broken drill bit also in this image, probably (310.250 or 310.284). Removed for second procedure and to allow better treatment of infection. Images provided. The patient was young and the bone has healed regardless of the screws breaking. There were signs of sclerotic bone scar that may happen around a fracture. Some of the screws seems as if they broke as they started to be removed and some were obviously broken before-hand. Many of them broke again further down the shaft of the screw when gripped at the broken piece of screw. This complaint involves one part. This report is 3 of 4 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: further it was reported that implantation/removal dates are unknown. The drill bit would have broken during implantation. The delay in surgery with implant removal is big as the screws needed to be removed. The surgeon left some in as surgeon thought these were causing too much destruction to the bone. The patient then went on to develop an infection and needed the metal removed to treat this properly.

Manufacturer narrative:
Date of postoperative infection development is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Mwr-24052018-0000116179 reported this as an unknown drill bit, mwr-22052018-0000114864 reported this as a known anterolateral distal tibia plate. This report is for the known anterolateral distal tibia plate. Information provided in mwr-22052018-0000114864 is correct. Facility telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Report source : physical manufacture site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported patient was implanted with the 2.7/3.5mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate, 2.7/3.5mm va lcp medial distal tibia plate, and an unknown quantity of 2.7mm va locking screws on unknown date. On unknown date it was determined that the heads of some of the screws had broken. Patient had also developed an infection at the implant site. X-rays taken on unknown date also revealed a broken drill bit embedded in patient¿s bone. Patient was returned to surgery on unknown date for hardware removal. During the removal procedure, it was reported an additional unknown quantity of the screws broke. During removal of the broken screws, it was reported they broke again further down the shaft. Additional reaming was required to remove the broken devices. Screws that broke intraoperatively during removal is addressed in (B)(4). This report addresses the revision due to infection and broken screws. This report is for one (1) 2.7/3.5mm va lcp anterolateral distal tibia plate 14 holes right. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: we have forwarded the received information in the sustaining engineering department for evaluation, summary below: no issue with this part reported. No further actions will be taken. For details see attached document on pc level. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Remove verbiage: this report is for unknown drill bits/unknown lot. Part and lot number are unknown; UDI number is unknown from previous mw. Device used for treatment, not diagnosis. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.